Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the rotawire. The wire was then pulled out along with the catheter. The procedure was successfully completed using the device, with no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. G1 MFR site address 1, MFR site city: corrected.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the rotawire. The wire was then pulled out along with the catheter. The procedure was successfully completed using the device, with no patient complications.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the rotawire. The wire was then pulled out along with the catheter. The procedure was successfully completed using the device, with no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.